Event description:
No additional information received. Material#: 309653, batch#: 3270520. It was reported by customer that a quick note to inform you of a problem experienced in our pharmacy services. Ink stains were observed on the inside and outside of (B)(4) with lot number 3270520. Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4) customer (hospital) name: (B)(4) customer address: (B)(4) contact name: (B)(4) phone: (B)(4) e-mail: (B)(4) correspondence language: french cat# of product being complained: bd309653 description of product: syringe 50ml luer-lok tip ster 40ea/bx 4bx/ca lot or s/n: (B)(4) complaint category: sterility compromised / seal integrity reportable: no incident date: (B)(4) 2024 hospital complaint reference #: details of complaint (reported issue): un petit mot pour vous informer d'une problématique vécue dans nos services de pharmacie. Des taches d'encre ont été observées à l'intérieur et l'extérieur de 3 seringues au numéro de lot 3270520.les conséquences de cet événement sont :¿ occasionne une sur utilisation du matériel¿ aucun impact usager directdans cette situation, la crainte demeure que l'encre se déloge et se retrouve dans le médicament à administrer.un petit mot pour vous informer d'une problématique vécue dans nos services de pharmacie. Des taches d'encre ont été observées à l'intérieur et l'extérieur de 3 seringues au numéro de lot 3270520.les conséquences de cet événement sont :¿ occasionne une sur utilisation du matériel¿ aucun impact usager directdans cette situation, la crainte demeure que l'encre se déloge et se retrouve dans le médicament à administrer.translation: a quick note to inform you of a problem experienced in our pharmacy services. Ink stains were observed on the inside and outside of (B)(4) with lot number 3270520. The consequences of this event are:¿ causes overuse of equipment¿ no direct user impact in this situation, the fear remains that the ink will become dislodged and end up in the medication to be administered.a quick note to inform you of a problem experienced in our pharmacy services. Ink stains were observed on the inside and outside of 3 syringes with lot number 3270520. The consequences of this event are:¿ causes overuse of equipment¿ no direct user impact in this situation, the fear remains that the ink will become dislodged and end up in the medication to be administered. ***sample available***supplier please send customer sample return instructions*** complaint noticed: prior to use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: (B)(4). Samples available? Yes. Is customer requesting an rga?: no. Return qty: qty samples: (B)(4).

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 3270520. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material#: 309653 batch#: 3270520. It was reported by customer that a quick note to inform you of a problem experienced in our pharmacy services. Ink stains were observed on the inside and outside of 3 syringes with lot number 3270520. No harm. Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Customer (hospital) name: (B)(6). Customer address: (B)(6) contact name: (B)(6) phone: (B)(6). E-mail: (B)(6). Cat# of product being complained: bd309653 description of product: syringe 50ml luer-lok tip ster 40ea/bx 4bx/ca lot or s/n: (B)(6) complaint category: sterility compromised / seal integrity reportable: no. Incident date: (B)(6) 2024. Hospital complaint reference #: details of complaint (reported issue): un petit mot pour vous informer d'une problématique vécue dans nos services de pharmacie. Des taches d'encre ont été observées à l'intérieur et l'extérieur de 3 seringues au numéro de lot 3270520.les conséquences de cet événement sont :¿ occasionne une sur utilisation du matériel¿ aucun impact usager directdans cette situation, la crainte demeure que l'encre se déloge et se retrouve dans le médicament à administrer.un petit mot pour vous informer d'une problématique vécue dans nos services de pharmacie. Des taches d'encre ont été observées à l'intérieur et l'extérieur de 3 seringues au numéro de lot 3270520.les conséquences de cet événement sont :¿ occasionne une sur utilisation du matériel¿ aucun impact usager directdans cette situation, la crainte demeure que l'encre se déloge et se retrouve dans le médicament à administrer.translation: a quick note to inform you of a problem experienced in our pharmacy services. Ink stains were observed on the inside and outside of 3 syringes with lot number 3270520. The consequences of this event are:¿ causes overuse of equipment¿ no direct user impact in this situation, the fear remains that the ink will become dislodged and end up in the medication to be administered.a quick note to inform you of a problem experienced in our pharmacy services. Ink stains were observed on the inside and outside of 3 syringes with lot number 3270520. The consequences of this event are:¿ causes overuse of equipment¿ no direct user impact in this situation, the fear remains that the ink will become dislodged and end up in the medication to be administered. ***sample available***supplier please send customer sample return instructions*** complaint noticed: prior to use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? Unknown qty affected: (B)(4). Samples available? Yes is customer requesting an rga?: no return qty: qty samples: (B)(4).